Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In an adult female patient who had essure (batch no. A64631, a66684), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". The patient's medical history included: overweight. Concomitant products included: lisinopril, meclozine hydrochloride (meclizine) and medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced, abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and alopecia ("hair loss"). In (B)(6)2013, the patient experienced, allergy to metals ("nickel allergy"), vaginal infection ("infection vaginal"), fatigue ("fatigue"), mood swings ("mood swings"), migraine ("migraines / headaches"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2013, the patient experienced, rash macular ("red patches on neck"). In (B)(6) 2013, the patient experienced, visual impairment ("losing vision"). On an unknown date, the patient experienced, device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female / pelvic right side"), back pain ("back pain"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, allergy to metals, genital haemorrhage, vaginal infection, rash macular, headache, fatigue, alopecia, mood swings, migraine, nausea, visual impairment, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, mood swings, nausea, pelvic pain, rash macular, vaginal infection and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for migration. Discrepancy noted in date of insertion (B)(6) 2013. Received treatment for genital bleeding, muscular rash, anxiety and depression. Current weight: 168 lbs. Right side; one coil, left side; one coil. Urine pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was, 26.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2013, total bilateral occlusion. Lot number#: a64631, manufacture date: 2012/10, expiration date:2015-10-31, lot number#: a66684, manufacture date: 2012/11, expiration date:2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, back pain, abdominal pain, fatigue, alopecia, hormone level abnormal, headache, nausea and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, fatigue, headache, hormone level abnormal, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. This case become incident. Reporters information updated. Event: injury were updated to back pain pelvic pain abdominal pain , fatigue, hair loss, hormonal changes, headaches, nausea, migration:, psych injury , plaintiff did not undergo essure confirmation test. Were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. A64631, a66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included overweight. Concomitant products included lisinopril, meclozine hydrochloride (meclizine) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), fatigue ("fatigue"), mood swings ("hormonal changes / hormonal changes describe: mood swings"), migraine ("migraines / headaches"), anxiety ("psych injury / psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2013, the patient experienced rash macular ("rashes or skin conditions type: red patches on neck"). In (B)(6) 2013, the patient experienced visual impairment ("vision/eye problems type: losing vision"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female / pelvic right side"), back pain ("back pain"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, allergy to metals, rash macular, vaginal infection, fatigue, alopecia, mood swings, headache, migraine, nausea, anxiety, depression and visual impairment outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, mood swings, nausea, pelvic pain, rash macular, vaginal infection and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for migration. Discrepancy noted in date of insertion (B)(6) 2013& (B)(6) 2013 received treatment for genital bleeding, muscular rash, anxiety and depression current weight 168 lbs right side -one coil left side-0ne coil urine pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs & mr: previously added event: psych injury and hormonal level abnormal was replaced with anxiety and mood swing and new events: genital haemorrhage, migraine, allergy to metals, vaginal infection, depression, rash macular, dysmenorrhea (cramping), dyspareunia, visual impairment were added. Reporter, lot number, medical history, concomitant drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.